Event description:
It was reported that lead integrity alert (lia) was triggered for elevated sensing integrity count (sic) and non sustained tachycardia events. It was noted there was high impedance, noise and possible lead fracture on the right ventricular lead. The lead was explanted and replaced. It was also reported there was noise on the ventricular channel. Isometric movements were performed and noise could not be reproduced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6); 5076 implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.